Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, as the cannula that was connected to the mesh was being pulled through the skin, it broke off. It broke off at the entrance hole for the helical passer. The remaining mesh could not be pulled through the skin for tensioning. The device was removed. Another like device was to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The bottom portion of 1 needle had been stretched out and the other piece of that needle still had the mesh and sheath attached, and a part of this needle was cut. Based on the physical evidence, it was concluded that this event is not manufacturing related.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.